Event description:
Information received by medtronic indicated that the customer received a generated if minute event is not received from motor processor or the sw watchdog task is not running properly (pump error 19) alarm, a software error detected (pump error 53) alarm, and the main arm cannot communicate with the motor arm (pump error 3) alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and also the customer is able to complete the pump rewind. The pump as it passed the self-test. The issue was resolved. The customer will continue using the device and the pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self test and displacement test. No pump error 3, pump error 19, and pump error 53 alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 found on 26-may-2023 at 19:58:36.00. The formatted history file confirmed pump error 53 (file number (B)(4) line number 458) due to a motor dm task queue returned error. Problem isolated to the electronic assembly as per global logic analysis esf3764387. Pump error 3 was found in the history files on 26-may-2023 at 19:58:36.00 due to pump error 53 caused by an interrupted ipc communication. Pump error 19 was found in the history files on 26-may-2023 at 19:58:00.00. Pump was cut open and found a damaged home switch and evidence of moisture on pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay. In summary, customers alleged pump error 53, pump error 3, and pump error 19 were unable to confirm for software anomaly due to insufficient data in the detailed trace first entry data is on 13-jun-2023 at 20:09:45.00, problems were isolated to the electronic stack. Pump exposed to moisture confirmed on pcba 1 and pcba 2. Faults are not covered in detailed traces or error log, only in diagnostic traces and history, which gives us only fault type and file/line numbers. Reason cannot be identified without detailed traces. 1 watchdogtimeout fault ID #19, file/line 114/982 1 software_error 53 registered in motor application, file/line 32107/458 motor app: sending message to motor dm task queue returned error. 1 motor arm comm fault ID #3, file/line 2002/1541 error in ipc communication in main cpu. Usually occurred as result of interrupted ipc communication because of motor cpu restart caused by fault. Case similar to #501, but without detailed traces can not be exactly identified medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.